Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device was noisy and heating up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device was heating up was not confirmed, therefore, an assignable root cause could not be determined. However, the reported condition that the device was noisy was confirmed. An assessment was performed and it was observed that the device failed safety assessment (runs in safety, power broken) and failed noise assessment. It was determined that the cause of the power broken was failure to follow the directions for use and running the device in the safe or load position. The assignable root cause of this condition was determined to be due to user error. Furthermore, it was observed during repair that bearings were worn out causing the noise. The assignable root cause of this condition was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.